Event description:
Patient reported their cadd ms3 pumps "malfunctioned, pump alarmed". The product fault occurred during infusion. The medicines involved in the event were treprostinil sodium (sq)(treprostinil sodium) injection, 10.0 mg/ml, dose used 0.121 g/kg, continuing, subcutaneous use. There was a patient involvement and patient harm/adverse event reported. Harm reported: pain at infusion site. Pain assessment was reported as 11/10.

Manufacturer narrative:
B3: month and year of event have been provided, day is unknown. D4: item number, serial number, and h4: manufacture date are unknown; no information has been provided to date. H3- other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Product was not returned, and no photographic evidence provided to aid in this investigation. As a result, product evaluation and problem confirmation cannot be performed. Based on review of information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. No serial number was provided so a device history record (DHR) review and service history could not be performed. If the product is returned the manufacturer will re-open the complaint for further device analysis.